Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: envpro-14-us, serial/lot #: (B)(4), ubd: 06-dec-2020, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a previously implanted surgical valve (manufacturer unknown), the gray tabs on the delivery catheter system (dcs) were inadvertently depressed which affected the deployment of the valve. Upon deployment, the valve frame was deep and caused severe aortic regurgitation (ar). The transcatheter valve was surgically removed and the surgical valve was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Update to additional information was received that during partial deployment, the tip retract mechanism on the dcs was inadvertently used. An end cap separation of the dcs handle was noted. The valve was implanted at a depth of 2-3mm. The serial number of the previously implanted surgical valve is unknown; the surgical valve and the bioprosthetive valves were surgically removed and replaced with a new surgical valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in its original packaging and original container jar, fully submerged in clear solution. The valve was received discolored with evidence of blood contact. All leaflets were in the closed position with gaps between the free margins of leaflets 1 and 2. Leaflet 3 was opened at the point of coaptation. All leaflets were slightly stiff, but flexible and intact. The tissue showed moderate signs imprinting and creasing; tissue conditions resulting from crimping and recapturing. All commissures were intact. Valve was subjected to hydrodynamic testing and showed good performance for both gradient and regurgitant fraction, valve¿s performance is comparable to historical reference values. Upon inspection of high speed video, valve shows normal function. All three valve leaflets exhibit proper opening and closing with each flow cycle conclusion: it was reported that the tip retract mechanism on the delivery catheter system (dcs) was inadvertently used which affected the deployment of the valve. Upon deployment, the valve frame was deep. The dcs was not returned for analysis, nor were any cine images available for review. Inaccurate delivery is often influenced by patient anatomy and user technique. Based on the information reported, this event refers to inaccurate delivery due to an inadvertent triggering of the tip retrieval mechanism, which can be engaged by pressing on two buttons on the tip retrieval mechanism housing. When this occurs, the tip retrieval mechanism is able to be slid away from the end cap and will appear to be a separation but is within the intended design of the device. This does not indicate a malfunction of the device. The device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The returned valve was analyzed and found to be discolored due to blood contact. All three leaflets were in a closed position with gaps between the free margins of leaflets 1 and 2. Leaflet 3 was opened at the free margin. All leaflets were stiff but flexible and intact, with the tissue showing signs of imprinting as a result of the recapture process. All commissures were intact. Testing of the returned valve on the pulse duplicator, showed good performance for both gradient and regurgitant fraction in comparison to historical reference valves. High speed video showed normal valve function with all three leaflets opening and closing with each flow cycle. Based on these results, the device has been shown to retain its intended functionality per required specifications and there was no indication that the visual anomaly would affect the device during its intended use. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. We are unable to determine the exact cause for the reported regurgitation with the limited information available, however, the valve itself shows no signs of regurgitation when tested on the pulse duplicator equipment. In summary, there are no visual observations with this valve that would deem it defective. No unusual characteristics were noted on the visual examination of this valve. There were no issues found that would have led to the event as reported. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.